Manufacturer narrative:
The aware date for this issue is 7/21/2017; however, the complaint did not come through the normal channels, so it was not entered into the complaint handling system until 8/25/2017. Additionally, the primary complaint intake specialist was on vacation when the complaint was originally submitted. Currently the sample is not available for evaluation, so a root cause cannot be determined for this issue. If the sample if received at a future date, a follow-up report will be submitted. First PICC catheters are 100% in-process inspected at various times during manufacture. Catheters are also leak, flow, and burst tested to ensure their integrity. Additionally, the instructions for use indicate several ways users can prevent catheter damage.

Event description:
The catheter (PICC) showed extravasation at its insertion (msd axillary vein), salinization with syringe of 10 ml according to protocol. A large amount of extravasation was noted. A medical report was issued. Removed PICC, but when removing the point the catheter exited spontaneously and when evaluating the catheter, observed that the catheter had ruptured being exteriorized 8 cm.

Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. Twenty units were returned sealed in their original packaging. Each was tested for leaks, but no leaks were detected so the complaint could not be confirmed. First PICC catheters are 100% in-process inspected at various times during manufacture. Catheters are also leak, flow, and burst tested to ensure their integrity. Additionally, the instructions for use indicate several ways users can prevent catheter damage.